Manufacturer narrative:
Immucor technical support accessed the customer galileo echo instrument to view the test wells by a remote electronic method on (B)(4) 2014. The immucor product investigation laboratory tested the retention product on (B)(4) 2014 for e blood group antigen, and the product performed as expected.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) using a galileo echo instrument.